Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high rate episode that was recorded on an external electrocardiogram (ECG) strip but was not recorded by the patient¿s implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.